Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The initial inflation was performed to 8 atms. The 100% stenosed lesion was located in the calcified and tortuous mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".